Event description:
Information received indicates the valve was abandoned at implant, after intra-operative inspection by the surgeon noted a leak located near the suture line of the valve. Further exam detected a tear in the product root wall. The device was replaced during the case with no pt complication reported.

Manufacturer narrative:
Analysis: the gross analysis confirms the reason for product retrieval; inspection shows a 1-cm tear is seen in the device tissue along the cloth cover attachment stitching line in the myocardial area of the right non-coronary inferior coaptive area. Removal of the cloth cover in the torn area of the device shows a sufficient amount of tissue noted above the cloth cover attachment suture line. Results of visual exam shows the valve leaflets are flexible and intact, and the valve commissures are intact. Medtronic cannot determined when the reported tear occurred, but it is very unlikely the product was shipped in that condition. Review of the device history record shows the device met all manufacturing specifications for product release to distribution. Conclusion: no pt event, valve abandoned at implant. Device evaluation confirms the reason for the intra-operative leak; an exact cause has not been determined for the reported product problem.